Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2308 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx2308) have been reported from the same facility in (B)(6).

Event description:
It was reported catheter twists during passage, and has a very high clogging rate. No other information was provided.